Event description:
In 2004, this patient underwent endovascular repair using gore excluder bifurcated endoprosthesis. Iliac aneurysm enlargement was noted by gore's imaging services in 2007. No endoleaks were observed; therefore, the cause of the enlargement was thought to be endotension. No reintervention is planned at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serious fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis. Please note attached list of additional devices implanted in this patient: pcc141400/033390603, pcc141200/032941014, pcc141400/033390604, and pca280300/022521603.